Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a report was made of faulty equipment, with the universal battery charger (ubc) and batteries smoldering. The ubc lights all turned red. Equipment was disconnected from mains and isolated. Fire department was called to isolate equipment. The account did their own internal investigation and concluded that saline was spilt into the ubc, which was believed to be the cause of the incident as opposed to a faulty ubc.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress, smoldering, and red lights on the heartmate universal battery charger (ubc) was confirmed during evaluation of the returned ubc. The returned ubc, serial number (B)(6), was received and evaluated at the service depot on 23oct2025. Visual inspection revealed signs of corrosion and fluid ingress in slots 2 and 3, and on the metal contacts of slots 2 and 3. Signs of fluid ingress was observed on the housing of the unit near slot 3. Discoloration was observed in slot 3, consistent with the reported ¿smoldering¿. The unit was opened and visual inspection revealed signs of corrosion and fluid ingress on the internal housing and multiple components on the logic printed circuit board (pcb) and main pcb. Due to the observed corrosion, the unit was not powered on, and no further troubleshooting was performed. Although not reproduced, the reported red lights on the charging slots is consistent with the observed corrosion and fluid ingress on the unit. Per the provided information, the root cause of the reported event was determined to be due to user error in spilling saline onto the ubc and batteries. The device history records were reviewed and the records reveal that the heartmate universal battery charger (ubc), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the heartmate 3 and universal battery charger (ubc) instructions for uses (ifus) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook are currently available. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to keep the universal battery charger (ubc) dry and away from water or liquid to avoid damage or electrical shock. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to identify and resolve alarms on the ubc. Section 5 of the ubc IFU, entitled ¿monitoring performance¿, covers all faults, including charger pocket faults, and alarm codes. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.